Event description:
It was reported that a user experienced low glucose reading while using the ilet bionic pancreas, with values described as low but not below 70 mg/dl, during a support call in which the user was guided to sync data to the cloud, retrieve the dexcom g7 pairing code, and complete a factory reset. Customer care provided support that included troubleshooting and user education conducted remotely. Investigation of this case revealed that the device and cgm were functioning to the extent that data could be backed up and the system reset, with no device malfunction identified during the interaction. Symptoms included dizziness, shaking and tremors associated with low glucose alert. Outcomes included self-treatment of the low glucose with juice and the user declining additional training. It was concluded that the event involved hypoglycemia with an unclear cause and that no further training was accepted by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.